Event description:
The customer stated that they had three occurrences where the hand held barcode scanner read the incorrect pt ID while running samples on the cell-dyn 3200 analyzer. Results were not released and there was no impact to pt management.

Manufacturer narrative:
The customer stated that the keyboard was responding intermittently. The cable that connects the keyboard and allows the keyboard keys to work had to be wiggled to make the connection. On three occasions, the hand held barcode reader wand read the pt ID incorrectly. The abbott customer technical advocate (cta) recommended not using the barcode reader info going to the instrument. The cta sent the customer a replacement keyboard. Upon follow-up in 2008, the customer reported that the replacement keyboard resolved the issue. The barcode wand was reading as expected and the instrument was performing within specifications. The scanplus 1800 barcode scanner that the customer was using has two separate connectors (5-pin at and 6-pin ps/2). The 5-pin at connector portion of the scanner cable is plugged into the cpu (central processor unit) of the 3200 instrument where the keyboard normally attaches. In order to reconnect the keyboard to the cpu, the adapter cable, (5-pinat to 6-pin ps/2) is used to attach the keyboard (with 5-pin at connector) to the second connector of the scanner cable ( with 6-pin ps/2 connector). This allows the scanner and the keyboard to share the single 5-pin connector on the cpu. The complaint issue was that the keyboard was intermittently failing to respond requiring the connection to be jiggled to make the keyboard respond and then several instances of barcode misreads were observed. The issue of barcode misreads was resolved when a new keyboard was installed and may have been related to the connector that the keyboard and barcode scanner share. A review of customer complaints for the period of 2007 through 2008 did not indicate any adverse trends for the cell-dyn 3200, list base 4h60-01 for the complaint issue. This is the final report.